Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
An allergan practice development manager reported a patient was treated with the cooladvantage core applicator to the middle and lower abdomen and may have developed paradoxical hyperplasia.

Event description:
An allergan practice development manager reported a patient was treated with the cooladvantage core applicator to the middle and lower abdomen and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the middle and lower abdomen using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2021-01263. Aware date should have been listed as 13/april/2021. Correction to g.3. Aware date of supplemental medwatch 3007215625-2021-01263-1. Aware date should have been listed as 07/feb/2023. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.